Event description:
I had an MRI on my thoracic spine and neck that lasted approximately 45 mins or more. The heat from the MRI machine was so intense I had burns on my chest area and now my chest hurts. I told the MRI tech and she said it was normal. It was performed at (B)(6).